Event description:
During the patients perm implant follow up appointment, the patient presented with an infection in and around both incision sites. The sutures were removed and antibiotics were prescribed. The patient is currently doing well and there are no plans to revise or explant the device.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. The implanting clinician stated the cause of the infection is unknown. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in infections. Infection rates remain consistently low; thus, CAPA is not required. Infection rates will continue to be tracked and trended.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. The implanting clinician stated the cause of the infection is unknown. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in infections. Infection rates remain consistently low; thus, CAPA is not required. Infection rates will continue to be tracked and trended.

Event description:
During the patients perm implant follow up appointment, the patient presented with an infection in and around both incision sites. The sutures were removed and antibiotics were prescribed. The patient is currently doing well and there are no plans to revise or explant the device. New information was received on july 11th, 2022. The device was explanted due to infection and erosion.